Event description:
The customer stated they have observed imprecision on the architect c8000 ict assays. A patient generated sodium results of 112, 109, 168 and 141 mmol/l but values of 134, 135 and 137 were obtained on another architect in the laboratory. The patient generated chloride results of 132 meq/l but a value of 84 meq/l was obtained on the other architect. There was no report of impact to patient management.

Manufacturer narrative:
Field service addressed the issue by replacing the warming ring and the ict-ref cup. The complaint indicates the warming ring was clogged/obstructed and the ict-ref cup was worn out from normal use. A subsequent ict precision run was acceptable and the customer reported that recovery is better matched between their two instruments. A review of the customer's service history found no recurrence of ict result related issues. A review of the architect system operations manual and ict sample diluent package insert revealed adequate labeling with regard to removing and installing the ict module and troubleshooting the customer's ict imprecision issue. The operations manual provides probable causes and corrective actions for the customer's observed problem under the observed problems controls out of range and erratic results, poor precision. A 12 month review of tracking and trending data for the warming ring and ict-ref cup did not reveal any non-statistical or adverse trends related to their reliability. Abbott field service identified the warming ring and ict-ref cup as the likely causes for the ict result imprecision experienced by the customer. Based on the available information, an adverse trend of issues and/or a deficiency is not identified.

Manufacturer narrative:
Patient (B)(4); no consequences or impact to patient device (B)(4); high test results, (B)(4); low test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.